Event description:
A company representative saw through a newspaper obituary that this patient passed away in his home due to an unspecified reason. The patient's neurologist did not know the patient's cause of death as they also found out through the newspaper. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as metabolic encephalopathy is not expected to be related to the vns.

Event description:
The patient's last hospital discharge report was received and indicated that the patient was discharged into home hospice care three days prior to death. The patient was reportedly admitted to the hospital for metabolic encephalopathy and worsening dementia. However, the patient had other active problems reportedly, as follows: generalized convulsive epilepsy, hypothyroidism, acute kidney failure, hypernatremia, hypokalemia, osteomyelitis of jaw, weakness, debility. The hospital encounter was reportedly included consultation with palliative care. The patient was discharged in poor condition with none of his problems resolved. No further relevant information has been received to date.